Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. In what tissue/structure is the needle piece retained? How was the broken needle retrieved from the patient? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain. Lot number. What is the patient's current status? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a nephroureterectomy procedure on (B)(6) 2020; and a suture was used. During the procedure, the needle bent and then broke at the middle part when the needle tip contacted a hard object (a retractor or a bone). It was reported that the event occurred during suturing of the midline incisional wound in the lower abdomen by interrupted suturing when the surgeon was going to put more 2- 3 stitches to complete suturing. The operation time was extended within 30 minutes for searching the broken needle piece by x-ray. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
(B)(4). Additional information received: use site - fascia. Location where the needle fell - in the muscle layer. Treatment of the broken needle pieces - all the broken needle pieces were removed by checking the condition with x-ray. The patient's post-operative condition - no problems. Additional information was requested and the following was obtained: in what tissue/structure is the needle piece retained? In the muscle layer. How was the broken needle retrieved from the patient? All the broken needle pieces were removed by checking the condition with x-ray. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? There were no adverse consequences to the patient. Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain no further information is available. Lot number the lot number is unknown. What is the patient's current status? No adverse consequence has been reported so far. Product return status / follow up? We regularly contact with sales rep about the device returning. No further information will be provided.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 07/21/2020. H3 evaluation: a failed suture needle was submitted for fractographic evaluation to assess the fracture mode of the failure. A fracture was observed in the body of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage, a cup-and-cone shaped fracture and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records could not be reviewed as the batch number is unknown. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle.  There is no evidence of any material flaw that would cause premature failure. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.